Event description:
Morphine sulfate drip attached to IV pump, set at very low rate. After one hr, the entire IV bag (25 mg) had infused due to pump failure. Pt became very sleepy, respirations fell to 6. Narcan administered and respirations rose to 24. Pt remained awake, vomited, received more narcan.